Event description:
Distributor representative reported that a pt developed a cerebrospinal fluid (csf) leak following an anterior fossa repair procedure, in which duraseal was used. A subsequent surgery was performed to repair the csf leak. Following the subsequent surgery, pt recovered without further incident.

Manufacturer narrative:
A csf leak was reported following a cranial procedure in which duraseal was used. A re-operation was done to repair the csf leak. Following re-operation, pt recovered without further incident. As described in the duraseal instructions for use (IFU), supplied with the product shipped to australia: "duraseal is intended for use as an adjunct to standard methods of repair, such as sutures, to provide watertight closure." From the clinical studies cited by the IFU: "the incidence of postoperative overt csf leaks was 2.5%. These findings compare favorably to that reported in the literature (generally 10.6%)."